Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the therapy was not helping the patient's symptoms. She wore depends and stated she increased as high as it would go. It was noted that she has not tried other programs. The patient stated she went to the healthcare provider and they did an x-ray a couple of weeks prior to check if the leads were in place. The x-ray showed the leads had not moved. The patient then asked to help her change programs. When she used the patient programmer during the call, the patient programmer showed a power on reset (por) code. When asked if it was the first time she saw por, the patient stated the code might have come up before, but she was not sure and did not know exactly when. The patient indicated that her battery had been not quite 3 years yet, 2.5 years. The patient thought the por came before she had an x-ray done. No further complications were reported or anticipated.